Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 6 weeks post-op the patient heard a pop while rotating. Since that time the patient has had increasing lower back pain. It was confirmed on x-ray that both sacral screws fractured at the proximal end of the screw, just below the screw head. The patient underwent a revision surgery to remove and replace the screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual review confirms screw broken at the neck of the bone screw, just below the head. Significant fracture surface damage and smearing noted. Examination of the fracture surface identified evidence of progressive convex striations or beach marks on the undamaged portion of the fracture surface. Unable to determine additional information from the fracture surface, due to the extent of the damage. Dimensional inspection of the major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.